Event description:
It was reported in a service report, the fowler would not lower to the down, flat position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Other - gas spring trip.